Manufacturer narrative:
(B)(4).

Event description:
The reporter stated the surgeon inserted a vicmo13.2 lens, -09.0 diopter. Lens was damaged during delivery into the eye and lens was removed. Backup lens was implanted. The reporter stated the lens was damaged due to injector malfunction. Injector model and lot number were not provided.